Manufacturer narrative:
Additional manufacturer narrative: it is unknown if the device is available for return and evaluation. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification, stenosis, and insufficiency cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm pericardial aortic valve, implanted fifteen (15) years, ten (10) months, thirteen (13) days, was explanted due to severe calcification, severe stenosis, and moderate insufficiency. The explanted device was replaced with a 21mm pericardial aortic valve. The patient also underwent aortic root reconstruction, re-do coronary artery bypass x2, mitral valve replacement with a non-edwards device, and tricuspid repair with a non-edwards device. Per obtained medical records, the (B)(6) male patient had recurrent congestive heart failure symptoms and workup revealed severe aortic stenosis, moderate aortic insufficiency, severe mitral regurgitation, and moderate tricuspid regurgitation. Due to the recurrent symptoms and history of 2 syncopal episodes the patient was referred for surgery. During the surgery, the 21mm pericardial aortic valve was examined and was found to be severely stenotic and calcified. Seating of the new 21mm pericardial aortic valve was noted to be satisfactory. Postoperatively the echocardiography showed no evidence of any perivalvular leak. The patient was taken to the ICU in stable condition.